Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that for the past sixty eight months his blood glucose got erratic, was vomiting and got sick. It was stated that the death certificate shows the cause of his death as massive heart attack due to diabetes complications. Days later, his son called and stated that in 2010 the customer was diagnosed with neuropathy of the bowels and would often had issues with excessive vomiting, which often caused dehydration and make him lethargic and unable to test or treat his blood glucose. It was stated that when the customer was found, there was a bucket near him. The caller mentioned when he looks at the insulin pump; the device appeared to have no power. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.